Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an unknown/unspecified error message. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 3 times daily and manages her diabetes with oral medication (actos 45mg) and diet/exercise. The patient reported the alleged issue began on (B)(6) 2011 between 6:00am and 7:00am. Despite the alleged issue, the patient indicated she continued to take 1 pill of oral medication on (B)(6) 2011 between 6:00am and 7:00am. At an unknown time on (B)(6) 2011, the patient confirmed she developed symptoms of nervousness, fatigue, heart palpitation, and a headache after the alleged issue began. The patient however was not able to confirm and verify whether she received any medical treatment in response to her symptoms. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and the meter was not misused. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.